Event description:
It was reported that the presented to the emergency room (ER) due to inappropriate shocks from the right ventricular lead due to noise. Interrogation of the device indicated ventricular oversensing lead to the shocks, t-wave oversensing (twos), and a high sensing integrity count (sic) which triggered a lead integrity alert (lia). The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal portion of the lead was returned and analyzed. The proximal conductor of the lead developed a fracture due to flexing while in vivo. Products: (B)(4) ICD 2011 (B)(6); 439688 lead 2011 (B)(6). (B)(4).